Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 1200 mcg/day) and saline (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that the pump reservoir was empty a few days after refill, although the software was stating it still had enough drug in the reservoir. The event date was reported as (B)(6) 2017. Troubleshooting included the hcps used different strategies to ensure the drug was in the reservoir, like aspirating the drug right after inserting it in the reservoir to ensure the drug was there and not in the pump pocket. Actions taken included replacing the pump on (B)(6) 2017. In the operating room, the representative interrogated the pump with their n'vision and read 14 ml. When the pump was aspirated, it just had 2 ml. Additionally, the representative and hcp noticed some little holes in the silicone septum, near the border with the metal. It looked like a possible entry and exit point for drug or air. The hcp aspirated the pump to remove the drug, and when it was empty she could still aspirate air bubbles. The hcp did the same aspiration process in an external reservoir full of saline, and no air bubbles were coming. The hcp turned the pump upside down, then full with saline inside (the reservoir was full with 20 ml), and it looked like a drop was forming. Also, the title of the submitted report was "synchromed ii pump leaking." Contributing factors to the event included at that hospital the hcps did not use huber needles for refilling. The issue was resolved and the pump would be returned. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated. The patient's medical history included cerebral palsy. The first occurrence of an empty pump related to the septum damage/pump leak was observed a few months prior to (B)(6) 2017, but the hcps thought it was due to an incorrect refill technique. At the following refills the problem appeared on and off, and the patient's pump would have less drug in it than appeared on the n'vision. The hcps decided to replace the pump the week of (B)(6) 2017; the date of replacement had previously been reported to be (B)(6) 2017. The patient experienced increased spasticity due to an empty reservoir occurring before the refill date. The pump had already been sent for return.

Manufacturer narrative:
Product ID: 8780, serial# unknown, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731 lot# serial# unknown implanted: explanted: 2017 (B)(6) product type catheter: analysis identified significant damage to the reservoir septum while implanted. The septum was leaking. Analysis identified overinfusion of an undetermined root cause. Analysis identified damage to the transition tube of the catheter body. Eval code-conclusion 67 and 77 apply to pump 8637-20. Eval code-conclusion 67 applies to catheter 8731. If information is provided in the future, a supplemental report will be issued.